Manufacturer narrative:
The provided calibration/qc data was acceptable. The customer suspected a sample-specific issue. The investigation did not identify a product problem. The root cause was consistent with a pre-analytics issue (mis-sampling of the patient sample material) at the customer's site. Preanalytics are within the customer's responsibility. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with sodium (na) test on a cobas pure c303 analytical unit. Initial result: 152.7 mmol/l. The customer questioned the result. No questionable results were reported outside the laboratory and the sample was repeated. 1st repeat result: 142.2 mmol/l. The sample was repeated for a second time and the result was aligned with the 1st repeat result. The 2nd repeat result was not provided.

Manufacturer narrative:
The na electrode lot number was 744431. The expiration date was not provided. The investigation is ongoing.